Event description:
It was reported during an accessory pathway ablation procedure using ensite, the pathway was mapped to two regions, the left atrium at cs 4-5 and the coronary sinus ostium (cso). The cs 4-5 was targeted first tia transseptal access. No issues were encountered during transseptal puncture or during the left atrial lesions. The ablation catheter was brought back to right atrium and the cso was mapped. Two lesions were delivered just inside the mouth of the coronary sinus with successful termination of the accessory pathway. However, within minutes of the last lesion, st changes were noted on the patient's ECG. Angiography of the left coronary arteries revealed a near total occlusion of the circumflex coronary artery. An interventionalist was called and while running the wire across the occlusion, some flow returned. No dilation or stent was needed. The patient left the ep lab with no further complications.

Manufacturer narrative:
We have requested a copy of the case recording. Upon receiving the case and completing our investigation a follow up report will be submitted. (B)(4).